Event description:
It was reported that during a tlh, the surgeon unknowingly hit the aorta with the device. Later that day the patient expired.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was obtained: "or director informed the rep that they used 4 vst10 in an attempt to save the patient." "Dr. (B)(6) stated that besides answering these questions, he has been advised by legal council to not have further discussions regarding this incident. I was able to meet with dr. (B)(6) today on the following additional questions from (B)(4): additional information requested: does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the patients death? No. What is the surgeons experience with this device? 40 years. Were there any other intra op complications? No (delayed control of bleeding). Please describe the patients positioning at the time of insertion (head up/down): level. What was the patients age and bmi? 66 / approximate 40 bmi. Did the patient have any known adhesions? Not that aware of. What was the patient diagnosis/ indication for the surgery? Recurrent post-menopausal bleeding / endometrium concern from pathology. What techniques did the surgeon utilize to avoid damage to underlying anatomical structures? Used towel clips to elevate the belly and directed pneumo needle toward pelvis. Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? No. He has been advised to have no conversations outside of legal. Does not want to be called or contacted." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.